Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2011, it was reported that the up and down buttons on the patient's infusion device were not functioning. No physiological effects were reported. The patient did not require medical assistance form a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.